Manufacturer narrative:
The unit was plugged into an isolated dedicated outlet on draeger ponta supply beam system. The csz is working with the facility in order to resolve and further evaluate this issue. No conclusions can be drawn at this time. In order to further investigate, csz has requested additional info to identify root cause of the problem. A supplemental report will be submitted to FDA as soon as new info or investigation results become available.

Event description:
The customer alleged the power in the hospital ward was disrupted due to the device tripping the breaker. This occurred on three occasions. The first two times, the breaker tripped when the power switch was turned on, and the third time when they attempted to increase the temperature. (B)(4).